Event description:
IV infusion pumps brought into svc 2/14/95. Since that time there have been multiple incidents which include: air locks forming in the primed tubing, shearing of the tubing at connector sites, and cracking of the pump cassettes while in operation.